Event description:
Complaint # (B)(4).

Manufacturer narrative:
According to the information from the sales and service unit the incident was reported to the designated complaint unit two times. That incident was already reported with the complaint ID 300044 (refer to mfg report number 8010762-2020-00101). Therefore this complaint will be cancelled as a duplicate. All further information will be communicated in the original complaint. Since the complaint is a duplicate, no remedial action is required.

Event description:
A rotaflow console unit has a problem. The problem is that, the rpm value fluctuates more as setting rpm is higher. Message with alarm is coming when of turning the rpm up around 4500 rpm. The message would be "runaway" or "head". It may be caused by a defective rotaflow drive unit, as an engineer identified this defect by cross-checking. Complaint# (B)(4).